Manufacturer narrative:
H6 - health effect - impact code: 4614 grade 1 anterior sub opacity. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.00/+1.0/070 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The lens was reported as having a small vault and remained implanted. Additional information has been requested but none has been forthcoming.